Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The director of nursing reported a case of a posterior capsule tear requiring an anterior vitrectomy. The cataract extraction was performed without incident. After the cortex removal, it was realized that the capsule was not intact. The surgeon performed an anterior vitrectomy. The intraocular lens was placed in the sulcus. There were no further complications, delay or injury. The surgeon stated he was not sure exactly when the capsular tear happened or what caused it.